Event description:
Customer called to report high bgs. It was stated that the driver arms were moving too much even in the locked position. Later, customer called back and stated that the device also had a missing e clip, but the pump was working properly. Device was not dropped, bumped, or exposed to moisture.